Event description:
Procedure type: nephrectomy. According to the reporter: the surgeon was unable to open and remove clip applier from the renal vessel. The vessel was cut to remove it from the site. A new instrument of different kind was used to complete the procedure. Surgery time was extended by more than thirty mins as a result. The pt is in well current condition.

Manufacturer narrative:
Initial report sent: 11/13/2008.